Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, the pump was imaged and appeared to be under the papillary. Attempts made to reposition were unsuccessful. The impella was exchanged with new cp catheter.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related.